Manufacturer narrative:
On 03 august 2017, a leica field support engineer (fse) visited the laboratory in order to assess the operation and function of the instrument. The fse documented the following: "they have three instruments that all have bottles that are hard to remove. The actual injury occurred on a different instrument then (sic) what was reported." The fse also documented the following serial numbers for three (3) of the seven (7) peloris/peloris ll tissue processors located in the laboratory for which bottles are difficult to remove: (B)(4); the back injury was sustained when the employee was interacting with peloris tissue processor serial (B)(4); and "bottles are sticking inside the air and liquid couplings." The fse inspected the bottle fittings and couplings and did not identify any damage to either the bottle fittings or the couplings. The instrument logs were not available for manufacturer evaluation because both of the required usb ports in peloris tissue processor serial (B)(4) were found to be non-operational. As a consequence, it was not possible to either confirm details of the instrument configuration; or to determine the specific dates and times on which bottles 15 and 16 had been removed from the instrument. Information documented in section 2.2.2 of the peloris/peloris ll user manual details that the <min 2> marking on reagent bottles indicates the two basket fill volume of 3.8 litres (1 gallon us); and the min 3 marking on reagent bottles indicates the three basket fill volume of 5 litres (1 32 gallon us). Section 7.3 of the peloris/peloris ll user manual entitled <weekly tasks> includes tasks to <check reagent bottles> and <check bottle connectors>. The information in the <check reagent bottles> section details the requirement to check all bottles weekly noting bottles that are becoming dirty; clean the bottles when next replacing reagent and wipe the interior of the reagent cabinet with 70% alcohol while the bottles are removed. The <check reagent bottles> section also includes the following specific warning: "ensure all lids are tight and the bottles are correctly plugged into the manifold after replacing reagent to avoid reagent spills." The following information is in the <check bottle connectors> section: "the bottle connectors that plug into the instrument can become loose. Check the connector whenever you pull out a bottle. Tighten firmly if necessary." The root cause for bottles 15 and 16 in peloris tissue processor serial (B)(4) being very difficult to remove, as reported by the complainant, could not be determined from the information available.

Event description:
On 28 july 2017, a leica north america technical support representative received a complaint that bottles 15 and 16 were very difficult to remove. The complainant also stated that an employee had sustained a back injury as a result of this situation. On 02 august 2017, leica biosystems (B)(4) received information that a leica north america technical support representative had contacted the supervisor of the employee who sustained the back injury. The supervisor advised that the employee had sought medical attention for the reported back injury; and the employee had lost time at work due to the injury. No further information was provided due to privacy constraints.

Manufacturer narrative:
MFR report # 8020030-2017-00054 fu#01 30-day FDA 3500a report contains a typographical error. The correct MFR report #; and section g9 (manufacturer report number) is 8020030-2017-00053.

Manufacturer narrative:
On 28 august 2017, leica biosystems received the following response from the laboratory to these questions: did the injury result in permanent impairment of a body function or permanent damage to a body structure? "It is too early to tell. No further information at this time." Did the injury necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure? "Yes, employee did go to the ER. Too early to tell."